Manufacturer narrative:
(B)(4) based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed and no discrepancies were found. Pm logs were reviewed and all pm's were completed with no discrepancies found. Affected amount: 1pc duoderm h/active gel 30g was manufactured under sap code (B)(4) and manufacturing lot number 0e02974. Lot # 0e02974 was sterilized under lot 20e12k8141 and released on review of results of sterilization provided by sterilization company baxters. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with (B)(4) for gel. Visual inspection in accordance with (B)(4) was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0e02974. This is the only complaint for the affected lot registered within the complaint system. 2 photographs were received for this complaint and were evaluated. The photographs confirmed the batch number, the product and the complaint issue. On review of the photographs there was nowhere on the gel machine to cause a hole as shown in the photograph. The gel tubes were all hand packed to be sent off to sterilization and then hand packed into cartons so it is most likely the hole appeared after leaving deeside. Operations were informed of the complaint. This issue will be monitored the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)

Event description:
The end user reported broken tube and that the product came damaged. The product was not used. Photographs depicting the issue were received from the end user.